Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that, "doctor delivered separation of screw head from screw shaft during xray review."